Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by an attorney that the patient is deceased. The patient had been driving erratically and their vehicle swerved off the road into a river, resulting in their death. A full download of all available data from the implantable pulse generator (ipg) system was requested by the attorney to rule out a malfunction. The patient's cause of death was noted as drowning.